Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her condition have improved. She is no longer experiencing symptoms.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with e-5 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of urination, blurry vision, sore throat and stomach pain. The product is stored according to specification in the bedroom. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 12/27/2017 and open vial date is (B)(6) 2016 the meter memory was not reviewed for previous test result history.